Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to cannula hub damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula hub damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe ruptured at the joint with the syringe leading to leaking of the blood and medical staff exposure. The patient had to be recollected. There was no other report of patient or medical staff impact. The incident occurred one time.